Manufacturer narrative:
Date of event is unknown as it was not provided. Best estimate date is between (B)(6) 2018 to (B)(6) 2018. A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient experienced diffuse lamellar keratitis (dlk) in the left eye (os) at post treatment. Although attempts were made, no additional information was provided.